Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their device was not properly alarming to warn the patient of occlusion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/13/2103 device evaluation: the device has been returned and evaluated by product analysis on 10/31/2013 with the following findings: a black box review showed no activity outside of normal use. Several ¿occlusion¿ alarms were observed in the alarm history. The pump was exercised for a 24 hour period with no occlusion alarms. During investigation, an ¿occlusion¿ alarm was stimulated and the pump gave the correct audible and visible ¿occlusion¿ alert. The alarm history recorded accurate alarm information at the correct time. The force sensor calibration reading was out of specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.